Event description:
Additional information provided indicated that the patient expired on (B)(6) 2015 due to multi system organ failure.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 2 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing low flow alarms and pump stoppage confirmed through a review of the log file by the manufacturer's technical services representative. It was reported that the patient was suspected to have been off anticoagulation for a period of time and withdrawal of support was being considered. The patient was reported to be asymptomatic. Multiple attempts for further information were made, however, no further information was provided.